Event description:
The reporter indicated no pacemaker output ourt. The rep was contacted. The device was explanted.

Manufacturer narrative:
The observed no output was the result of a low module voltage due to a malfunction in the pacer power service, bti.